Manufacturer narrative:
Concomitant medical products: etbf2516c166e stent, implanted: (B)(6) 2012; addrl1 ipg, implanted: (B)(6) 2017; etcf2828c49e stent, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of the t wave. Ra lead remains in use. No patient complications have been reported as a result of this event.